Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was not confirmed. Therefore, a definitive root cause could not be identified. As there was no problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during a laparoscopic hernia procedure. The subject had an image issue of being darker, more so than yellow (discoloration). There were no reports of patient harm.